Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented to the clinic for a follow-up post-procedure to treat atrial fibrillation. Upon interrogation, the right atrial lead exhibited high capture threshold. It was also noted that the atrial lead was dislodged. The atrial lead was explanted and replaced. The patient was stable.